Event description:
The ett used to urgently intubate a pregnant mom having complications from spinal anesthesia would not allow anesthesiologist to bag the patient, and after the second attempt to intubate the cuff was noted to have a hole in it.